Event description:
Consumer called to report that her daughter wore heat patch for eight (8) hours and received burns on her leg. She saw doctor who applied cream and bandage to burn.

Manufacturer narrative:
Awaiting product return from consumer. No information concerning lot number was received, unable to run complaint history check.